Manufacturer narrative:
Of the 18 allegations of a malfunction, 13 pumps were returned to animas and investigated. Of the investigated pumps, five were found to be malfunctioning due to bolus button defects and undetermined issue. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 18</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced an audio bolus issue. These reports were received from various sources. The patients associated with this allegation ranged from 11-64 years of age and between 41 and 220 pounds. Of the reported patients, eight were male and nine were female.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 1 instances of audio bolus failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.